Event description:
It was reported that the physician attempted an arteriotomy closure using a starclose device after an interventional procedure. The physician noted the thumb advancer was difficult to move and stopped fully 1 cm before the "finish arrow". The device was removed without difficulty. Hemostasis with achieved by manual compression; however, the patient developed a small hematoma. No additional information is available.

Manufacturer narrative:
The investigation of the returned device revealed a bent shaft with carving of the shaft nylon at the location of the bend. Also noted was the retracted position of the thumb advancer in relation to the distally slit exchange tube, indicating that the thumb advancer/delivery tube combination had been retracted from its original deployed position. No damage to any other component was detected and there was no detected malfunction. The device history record review also did not produce any information deemed relevant to the investigation, which, combined with the investigation's findings produced an undetermined root cause for the observed damage to the shaft and the complaint.